Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported no image e315 error message could not be determined, however, the issue was likely the result insulation and continuity faults between electrical contacts due to water due to water ingress into the connector. The root cause of the water ingress could not be determined. The event may be prevented by following the instructions for use which state: ¿5.4 leakage testing of the endoscope¿ ¿caution¿ ¿ when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. When attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. If you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Detach the leakage tester from the maintenance unit (mu-1) before detaching the leakage tester from the endoscope. If the leakage tester is detached from the endoscope before detaching the leakage tester from the maintenance unit, the air pressure inside the endoscope will not vent properly. This may damage the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed scope error (e315) message. The reported issue was uncovered during maintenance of the scope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation, scope communication error (e315) for unsupported scope was evident. When the device was connected and switched on, no image was preset. When the plug body was dismantled, the moisture indicator was triggered. This finding confirmed that the device contained moisture droplets. Upon further inspection, fluid ingress within the plug body was observed. The evaluation was unable to determine how the fluid entered the scope, however after reviewing the trend analysis the data revealed that fluid inside the plug body can result in intermittent image issues, temporarily affecting the video image and other electrical functionality. The likely cause of this reported issue is due to user handling. Additionally, it was observed that the light cover glasses had chipped. It was also observed that the adhesive of the light cover glass, distal end and the adhesive of the optical cover glass were pitted. It was observed that the aspiration housing colored ring was worn. It was also observed that the scope connector had water leakage. It was observed that the bending angle in the: up, down, left, and right did not meet specifications. It was observed that play angle was not evident in all directions. Lastly, it was observed that the scope did not pass the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation